Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention products were tested with hcg cutoff urine sample as well as 3 high level urine concentration hcg samples. Return products were tested with hcg urine sample and high level hcg urine concentration sample. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The patient reported missing her period. On (b(6) 2017, the patient went to the physician and received a negative hcg result using the surestep hcg urine cassette. The physician requested the patient come back on (B)(6) 2017. Another urine pregnancy test was performed and also produced a negative hcg result. The physician collected blood at the same time. A quantitative hcg test was performed and produced a result of 11,000 miu/ml. No reported adverse patient sequela.